Event description:
It was reported that a pump failed flow rate testing five times. It was also reported that there was no pt involvement, as this occurred during preventive maintenance testing.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.